Event description:
On 2025-jan-07 mpxr (B)(6) (con/rep): information was received from a consumer via a company representative regarding a patient who was receiving baclofen (2000 mcg/ml at 580 mcg/day) via an implantable pump. It was reported that she has experienced redness and issues at the left abdomen pump pocket site since shortly after the pump replacement procedure that occurred in (B)(6) 2024. She also reported possible fluid buildup at the pump site that has occurred more recently. She was not certain on the time frame of that fluid buildup. There were no specific known complicating factors. X-rays were taken on (B)(6) 2024. A surgical intervention was performed on (B)(6) 2024. The physician replaced the sutureless pump connector portion of the catheter that appeared may have been leaking. The issue was resolved. The physician has no further information for medtronic. The patient was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n283084008 serial# implanted: (B)(6) 2011; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from healthcare provider (hcp) via a company representative (rep) stated that the cause of the patient¿s symptoms was unknown. The cause of the catheter leaks possibly due to loosen connection or leak at sutureless connector where it met the spinal catheter segment. The portion of the catheter that was suspected to have issue was damaged and discarded.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.